Manufacturer narrative:
(B)(4). Report source ¿ foreign ¿ united kingdom. This follow-up report is being submitted to relay additional and/or corrected information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: x-ray attached to complaint does not appear to show the fragment of fractured instrument and could not be used to conclusively confirm reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the removal of the cementless impactor, the hook that secures the definitive tibial component to the instrument broke off. This was only noticed on post operative x-rays. No known impact or consequence to the patient. Attempts have been made and no further information has been provided.